Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v844032, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v844032, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient had a return of symptoms last night. It was noted that the programmer showed funny symbols and was not sure it was working. It was noted that the patient had symptoms of shaking, slowness and issues with their voice. It was noted that the device usually helped better than this. It was noted that yesterday the patient had an EKG yesterday for pain around the implant site that started 1.5 weeks ago. It was noted that the EKG was to check the patient¿s chest pain around the site and they wanted to make sure it was note the patient¿s heart and they determined that the pain was due to scar tissue. It was noted that the patient described the screens on the patient programmer as an a and b and triangles with exclamation marks in them. It was noted that the patient navigated to the screen that showed the voltage of the im plantable neurostimulator (ins) was 2.67 volts. It was noted that the patient had trouble seeing and describing and the patient crawled to get a magnifying glass. It was noted that the patient tried syncing with the device several times and finally determined the device was turned off. It was noted that the patient turned the device back on and felt nauseous. It was noted that the patient stated that when changing programs or turning the device on a nauseous feeling was normal for them. It was noted that after turning the stimulation on the patient felt better and could walk without falling. It was noted that the patient synced again and saw the stimulation was on and an elective-replacement-indicator (eri). It was noted that the patient had seen that message before but did not call. Additional information received reported that the stimulator got turned off somehow and the patient went the whole night without it and had a horrible night. It was noted that the patient did not realize it was off. It was noted that stimulation was turned back on and the symbol part was fixed.